Manufacturer narrative:
The broken instrument reported may have been the result of unauthorized disassembly of subcomponents for cleaning and not properly re-assembling the subcomponents after cleaning, which led to the missing subcomponents.

Event description:
It was reported that following sterilization at the hospital, it was noticed by the logistics department that the device was broken. The customer indicated the device could have been broken during the surgery.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.